Event description:
It was reported that tandem mobi pump generated cartridge alarm during insulin delivery. The customer experienced high blood glucose level of 540 mg/dl. Customer did not require emergency assistance and was not incapacitated. Customer initially tried a correction bolus through pump, and technical support confirmed cartridge alarm, instructed removal of cartridge, and guided delivery of a 9-unit bolus, which completed successfully. Customer was not able to resume therapy with original cartridge, so technical support assisted with loading new cartridge using proper technique, after which customer successfully resumed insulin therapy and issue was resolved.